Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. While suturing the uterus, the needle broke. The surgeon had to look for the distal fragment of the needle. Additional information was requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2013-26104. Please see medwatch report # 2210968-2013-26104 for all information regarding this event.